Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set experienced air in the filter line without an alarm. A non-baxter pump was being used. It was further reported that the filter is inverted and tapped and all air is removed during priming. The air in the line appears at the start of the infusion. There was no hole or crack in the set observed. This was identified prior to use. There was no patient injury or medical intervention indicated. No additional information is available.

Manufacturer narrative:
Additional information added to the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected and it was discovered that the filter was cracked and air was in the line. The reported condition was verified. The air in the tubing was caused by the crack in the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A cause for the crack in the filter could not be confirmed based on the photograph provided. Should additional relevant information become available, a supplemental report will be submitted.